Manufacturer narrative:
A partial datascope guidewire was received in an extremely poor condition for evaluation. Visual examination revealed the wire to be completely unraveled and "pulled apart" prior to its return to datascope for evaluation. It was not possible to verify the manufacturing specifications on the guidewire due to its returned condition. In addition, the iab used with the guidewire was not returned for evaluation. Probable cause of difficulty: based on the condition of the returned guidewire, it was not possible to determine the exact reason for the encountered difficulty. Although conjectural, it is possible that the wire kinked during insertion into the patient. The subsequent damage to the wire may have occurred when the wire was removed from the inner lumen. Using excessive force in removing the kinked wire from a kinked portion of the inner lumen most likely caused it to become severely uncoiled. Having the opportunity to have examined the iab used with the guidewire may have provided some additional insight into the reported difficulty.

Event description:
The guidewire unraveled when pulling it out of the central lumen. (Event complications: none from the event - reported 12/18/97.) (Pt's current status: unk - rpt'd 12/18/97.)